Event description:
When the product was opened, the inside packaging was found to be "falling apart and crumbling." Another hip was available and was used successfully. There was no adverse consequence for the pt.